Event description:
An adverse event was reported to a spectranetics sales representative via a third party. The only communication that confirmed a laser-related adverse event was with the cvs stating the following: "we reported to FDA. It was a riata extraction with perforated svc. Open thoracotomy required." To date, after multiple attempts, the operating physician has yet to respond to our inquires for details. There are no known devices that were used in the case, only that it was a 'laser case'.